Event description:
It was reported that when patient arrived for device check right ventricular (rv) lead exhibited noise and loss of capture. Upon interrogation lead fracture was found. The lead was capped and replaced on (B)(6) 2024. The patient is dependent and stated that he has been passing out over the course of the past year but has not had his device checked. The patient is in stable condition.